Manufacturer narrative:
(B)(4). Eval , results - (other): visual inspection of the returned product showed a haptic was bent and a clear surgical residue on the lens. Conclusion (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant correction actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The rptr stated, the surgeon attempted to insert a cq2015a three piece collamer lens and the lens got stuck as it was advancing in the injection system. There was no pt contact.